Event description:
A journal article was reviewed that contained information regarding a delayed lead perforation. The article reports a patient, implanted with a cardiac resynchronization therapy defibrillator (crt-d) six years prior, presented two weeks after the acute onset of chest pain and dyspnea. Subsequently, they had an episode of hypotension, associated with diaphoresis and dizziness. A chest radiograph showed evidence of pericardial effusion, with no obvious change in lead position. A transthoracic echocardiogram (tte) was obtained, which showed a large pericardial effusion, without evidence of tamponade. The patient underwent computed tomographic imaging of the chest, which demonstrated a moderate-to-large hemopericardium, with evidence of the right ventricular (rv) lead tip visualized in the pericardial space. Upon interrogation of the device, it was noted that there had been an increase in the rv threshold to a high value and a decrease in r wave amplitude around the same time of their symptoms. With the evidence of perforation, the decision was made to extract the rv lead and implant a new one. Intraoperatively, a pericardiocentesis with drain placement was performed prior to lead extraction. A total of 800 ml of blood was removed from the pericardial space and transfused back to the patient. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an unusual presentation of delayed lead perforation: it¿s never too late. Heart rhythm case reports. 2022;8:106¿109. Doi: 10.1016/j.hrcr.2021.11.012 . If information is provided in the future, a supplemental report will be issued.